Manufacturer narrative:
There was an observation with a language discrepancy for some documents which were found in the philips incenter site. When you click on mrx shift checklist (cz), it is in fact the cz language, which was correct. However, the language listed in the language column is english and that was discovered to be incorrect.. Also when you click on the mrx shift checklist (est), it is in the cz language, which is incorrect and needs to be fixed. The language listed in the language column is english, which is correct.

Manufacturer narrative:
Serial number not provided at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's language settings are listed as english, however is (cz). There was no reported patient involvement/adverse patient impact.